Event description:
Device issue: resistance. Time of device issue: during vessel closure. Adverse event: perforation, failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of a heavily tortuous common femoral artery after a diagnostic procedure. Reportedly, during insertion of the starclose se device guide wire, resistance was met. The physician continued to advance the guide wire causing a vessel perforation. The guide wire was removed and manual compression was applied to achieve hemostasis. The vessel "sealed on its own" and the pt was monitored. No other type of intervention was required. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.